Manufacturer narrative:
Hamilton medical ag reference number: (B)(4). Investigation ongoing.

Event description:
Hamilton medial ag received the following complaint description: the patient described difficulty breathing synchronously with the device while on niv. Various trigger settings were selected, ets adjustments were made, and intellisync was switched on and off; however, the situation did not improve. The device was subsequently replaced. No harm to the patient was reported.